Event description:
It was reported by the service report that the power cord plug had a broken power prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug with broken power prong.